Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-34, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve repeatedly dislodged when brought to the point of no recapture. It was difficult to place the valve in the optimal position, so the valve and delivery catheter system (dcs) were removed from the patient. No adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve repeatedly dislodged when brought to the point of no recapture. It was difficult to place the valve in the optimal position, so the valve and delivery catheter system (dcs) were removed from the patient. No adverse patient effects were reported. Additional information was received that apre-implant balloon aortic valvuloplasty was performed using a 23 mm balloon. The valve was attempted over a medtronic guidewire and was recaptured into the dcs a total of five times. Prior to dislodgement, the implant depth was 5 mm on the non-coronary cusp and 6 mm on the left coronary cusp, and the valve dislodged towards the aorta. Additionally, it was noted that contributing factors in terms of the patient anatomy included little calcification and leaflet thickening.

Manufacturer narrative:
Updated data: b5. Second paragraph added d4. Product ID: evolutfx-34, serial/lot #: (B)(6), ubd: 2025-10-01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.